Event description:
Grater handles are old/rusting and staff is unable to continue to clean properly. Sleeve protectors are pitting. No patient consequences or surgical delays.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.